Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2557 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2557 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-apr-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("medical device removal malposition of essure device") and embedded device ("removal of embedded mispositioned essure device. / essure device embedded in lower uterine segment") in a 41 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 1, pain, fever, heavy periods, papilloma viral infection and cesarean section. Previously administered products included: mirena, valtrex and ibuprofen. On (B)(6) 2021, the patient had essure inserted. On (B)(6) 2022, 365 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced embedded device (seriousness criterion medically important). The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of device dislocation was unknown. The reporter considered device dislocation and embedded device to be related to essure administration. The reporter commented: more than one essure related surgery-no. Discrepancy noted : insertion date. As per argus (B)(6) 2015 as per mr (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: received fresh labeled with the patient's name and "retained essure" is a metallic structure with multiple coils measuring 3 cm in length by 0.1 cm in diameter medical device, and metallic flexible device measuring 3 cm in length by 0.1 cm in diameter. [Pregnancy test] on (B)(6) 2015: negative [ultrasound scan] on (B)(6) 2015: gyn ultrasound showed malposition essure (one essure appears to be in the uterine cavity; on (B)(6) 2021: anteflexed uterus measuring 8.3cm in length. The endometrium is visualized, measuring 8.0 mm in thickness. Essure noted in the mid cavity. No essure seen in the right cornua. Essure in the left cornua noted in normal position. Normal appearing right and left ovaries. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device dislocation and embedded device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: mr received :event - "medical device removal updated to device dislocation", new event "embedded device " were added reporters information patient medical history and surgical pathology reports were added. Product insertion date and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.